Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) during atrial fibrillation with fast ventricular rate. The device first discriminated it as at/af (atrial tachycardia/ atrial fibrillation) and then eventually detected as dual tachycardia. It was also noted that there was atrial undersensing present resulting in different av (atrioventricular) pattern codes. The ICD remains in use. No patient complications have been reported as a result of this event.